Event description:
Philips received a complaint by the customer on the v60 indicating that the unit stopped while on the patient and alarmed. It was reported there was patient involvement at the time the issue was discovered. No harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the unit had stopped while on a patient and alarmed. The customer stated that the remote alarm cable was not in use. The rse provided the customer with a 35v rail letter that mentioned that the remote alarm cable was required in order to mitigate the risk of a shutdown with no alarm. The customer then provided the rse with the significant event log and no error codes were noted in the drpta. The battery voltage was then checked and confirmed to be 16.05vdc. The rse determined after that the customer required a pcba cpu replacement and provided the customer with the part number to order a replacement. The customer replaced the pcba cpu to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.